Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation noted that the tip of the screwdriver was twisted. The present screwdriver was analyzed for conformance to print specifications, and DHR was researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We supposed that too much mechanical force has lead to this deformation of the tip. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.

Event description:
Screwdriver shattered during locking. The doctors were locking down the locking caps of the urs, using the correct technique, with a counter torque and torque limiting handle, when the screwdriver shattered during locking. There was no injury to the patient and all the pieces of the driver were located and removed. This is 1 of 1 report for event #(B)(4).